Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Problem: faulty function overinfusion the device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. A terumo 20cc/ml us syringe was selected and the drive test error "stepmotor-error" occurred. When checking the error, it was found that the error only occurs if the drive head is blocked when it is moved up. (See pictures). Based on the alarm history, the device alarm 1208 was found on 2020-10-01. The device alarm has nothing to do with the "stepmotor error". (History files are attached to the pc-notification). 3. Judgment: 3.1 the complaint could not be confirmed. It cannot be excluded that while the drive head wanted to grab the syringe, it was blocked by something.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "overinfusion" according to the customer: "alleged overinfusion, details not disclosed alleged overinfusion, nurse operating on the pump observed that the syringe was plungered fully by the drive head. The hospital wants to know what happens during drive step error - step motor error as well as the potential cause for drive step error - step motor error on (B)(6) 2023 at around 7:44pm, the syringe holder was opened, the emptied syringe was removed from the pump and a new 20cc syringe (with 9ml of solution) was inserted into the pump. Thereafter, the syringe holder was closed and the syringe type and size were confirmed when prompted by the pump. The user saw the pump's drive head started moving towards the syringe plunger. The user turned around to attend to the patient. A few seconds later, the user turned back to the pump and saw that the newly loaded syringe has been emptied."